Event description:
A linvatec arthroscopy pump and/or tubing (used for knee scope) was causing pump to alarm as it was not sensing the scope pressure. The pump tubing was changed. Within 20 minutes, the pump began alarming again. After resetting the alarm twice, the nurse told the physician she was concerned about a possible extravasation. The physician checked the pt's leg and saw that there was a small amount of fluid in the pt's thigh area. This pump and tubing were discontinued and a new pump/tubing was used. The pt continued to have pounding pulses in bilateral lower extremities and the case proceeded without problems. The pt was without injury. On (B)(6) 2006, linvatec rep checked this pump and feels it is the tubing that malfunctioned. The tubing patency test was not done at the time. This test involves squeezing a balloon to confirm that the pressure is being scoped by the pump. He stated that our staff was overriding the alarm however he has pulled all tubing, with this lot number, from our shelves and is taking those, as well as the pump to be tested by linvatec engineers.